Event description:
Asr revision. Asr xl - right. Reason(s) for revision: pain, noise and component loosening - (acetabular). This patient has had a 2 stage revision, the cup remained in situ in the 1st revision. This is the 2nd of 2 revisions - please (B)(4) for the 1st revision. Bi-lateral patient - please (B)(4) for the left side revision. Cup implant date: (B)(6) 2007. Head, stem and taper sleeve implant date: (B)(6) 2007.

Manufacturer narrative:
No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.